Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. No product will be returned.

Event description:
It was reported that the device would not power on which was resolved with the replacement of left side iui connector and cleaned up the surrounded area. Removed door assembly and replaced with new one. There was no patient involvement.